Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the medication count in the bin was not matching with the system record. The technical support specialist (tss) instructed the customer, that a cycle count was required to be performed on the bin to correct the quantity and confirmed that the discrepancy was then resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower when user was pulling a medication the count in the bin did not match with what the system had recorded. The system stated there were four tablets left in the bin, but the user only could count only three. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.